Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that hemostasis was attempted using a proglide device after a transcatheter aortic valve implantation (tavi) procedure. During closing, the knot was advanced with the suture trimmer and then the blue suture was pulled. Upon removal, the tip of the suture trimmer was noted to be bent and almost separated. A new suture trimmer was used to continue the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The physician requested to investigate if the strength of the suture trimmer tip was sufficient.

Event description:
Additional information was received stating that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 14f sheath prior to the tavi interventional procedure. The suture of only one proglide device was pre-placed. The sheath remained a 14f and the tavi procedure was completed. The suture trimmer was noted to be bent when handed to the user and was not used in the patient, the tip of the suture trimmer was broken but was still in one piece. Knot advancement was performed with the suture trimmer of a new proglide device. Hemostasis was not achieved with the suture of the proglide device. A non-abbott device was used to achieve hemostasis in addition to the suture of the proglide device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported damage to the gated suture trimmer was confirmed. The reported device failure to achieve hemostasis could not be replicated in a testing environment as the suture and device were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous deliveryof suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. H6- reported device code 2920 was removed.